Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced tape not sticking on first day of insertion in abdomen by mistake and eventually got hospitalized on (B)(6) 2025 due to high blood glucose. The blood glucose level was 400 mg/dl at the time of hospitalization and the patient got treated with intravenous. The patient experienced positive ketones with level of 3. The patient was admitted to the hospital for more than 24 hours. No further information available.